Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon examination, it was discovered that the right ventricular lead exhibited episodes of noise reversion and high ventricular rate due to lead noise. The anomaly could not be reproduced in clinic and the lead capture threshold, sensing, and impedance were stable. The lead was reprogrammed to address the noise anomaly. There were no adverse consequences to the patient.